Event description:
Customer reported a hospitalization for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 650 mg/dl. Customer also stated his insulin pump was not giving him the correct dose and he had to disconnect from the insulin pump. The customer was treated with IV drips and injections. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.